Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set-up joint. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, an operating room (or) nurse contact dvstat to report that the patient side manipulator (psm) 3 was not free to move. The site stated the issue persisted after power cycling the system and elected not to use the psm 3 for the procedure. The procedure was continuing with the remaining psm arms. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure had been in progress for about an hour when the issue occurred. The psm 3 was not used during the procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the set-up joint for failure analysis investigation. The unit was analyzed, and the unit was returned for failure analysis due to "sjx axis 5 can't move". The error was visually confirmed and replicated.

Event description:
Refer to h11 for follow-up information.